Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to t-wave oversensing. While in clinic, difficulty was experienced interrogating the device. Following troubleshooting, the device was able to be successfully interrogated. No adverse patient effects were reported.